Manufacturer narrative:
(B)(4). According to the complainant, the suspect device remains implanted and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the second flange of the stent was deployed; however, when the physician inspected the stent endoscopically, the second flange was not completely opened. The second flange was deployed in the tract between the pseudocyst and the stomach. The physician then slightly pulled the stent into the stomach using forceps, exposing the second flange of the stent and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.